Event description:
The lens stuck in the delivery device during the set-up.

Manufacturer narrative:
Results: the lens was returned with a bent haptic, the insertion device was not returned. The cause of the damage cannot be determined.